Event description:
Customer stated that he has been lancing his thumb and the needle of the lancing device has been going in just above the nail, and now he has an infection. Customer states that there are incomplete instructions included with the lancing device. Customer then stated he lost consciousness and had a seizure. It is unknown if this event was associated with the lancing device issue, as customer did not wish to complete the survey questions. Numerous attempts were made to contact the customer to clarify the medical event and complete the survey. No third-party intervention, diagnosis or treatment was reported. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's lancing device has been requested back for investigation, and a final report will be submitted when the investigation is complete.